Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter could not be connected to the device while attempting remote transmission. Troubleshooting was done but the transmitter was showing read error. Rf chip issue was suspected to be the cause of the issue. An inductive transmitter was ordered.